Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that they found out how to resolve the problem of therapy not working and was doing fine presently with no more problems. The patient indicated the circumstances that led to stimulation in the wrong location and overstimulation was potential due to them not being patient to did a good job. The patient had called manufacturer to help in resolving the reported issues. The patient indicated that the reported issues has absolutely been resolved. The patient weight was noted as (B)(6).

Manufacturer narrative:
Date of event(s) was reported as follows: urinating symptoms: 2018 ("a couple of months, maybe 3 months ); (B)(6) 2018: stimulation "too much"/stimulation in front body; (B)(6) 2018: stimulation in potentially in wrong location. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was not working for the patient so they decided to try adjusting the programming. The patient clarified that they had an issue with ¿urinating¿ at night. They were on program 3 which wasn't they ¿regular one¿ and increased the stimulation. When they did increase it, it felt like it was ¿too much¿ and felt the stimulation in the front part of their body (not where they expected to feel it, ¿potentially in the wrong location¿). The patient stated that they were ¿fighting¿ with the programmer and could not change programs. It was clarified that they saw poor communication on the programmer screen. The issue was resolved by repositioning the antenna and re-synching. Using the programmer, it was determined that the stimulation was off. The stimulation was turned back on and the program was changed from program 3 to program 1 and increased to a comfortable level. The patient stated that they felt the stimulation at the lead implant location, down from the implant near their spine area. The patient was redirected to their healthcare professional (hcp) if the issues did not resolve. There were no further complications reported or anticipated.